Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. Dexcom technical support had the patient perform a reset and the reset was unsuccessful for reported issue. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) describe event or problem - additional, catalog number - correction, device available for evaluation - additional, correction/additional information/device evaluation, device evaluated by manufacturer - additional, device manufacture date - correction, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of an intermittent out of range signal was confirmed. The root cause was determined to be a defective transmitter.